Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: the patient developed bilateral capsular contracture (baker grade iii in left breast, baker grade IV in right breast). A separate medwatch report will be submitted for the patient¿s right breast prosthesis. The patient¿s left breast prosthesis was removed intact. Block b1 ¿is product problem¿ no longer applies to this event nor does h6 medical device problem code a0412 ¿material rupture¿. The patient had her removed breast prostheses replaced with mentor memorygel breast implant 270cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-mar-2021, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2021. Reason for device explant and/or reoperation: breast prosthesis deflation. D6b explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old native american female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 325cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by a CT scan and by a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.